Event description:
Subcutaneous infusion set (27g, 3/4", 30 degree bend needle) was being used to administer pain med per continuous infusion pump. Needle was inserted in client's abdomen. While performing routine site care, rn noted needle had snapped off at hub and was lying underneath transparent dressing.